Manufacturer narrative:
(B)(4). Method: still images. Results: vessel perforation, vascular bypass. Anatomy related; large aaa and tortuous iliacs. Cause of vessel perforation is unknown. Other manufacturer¿s wire. Conclusion: vessel perforation, vascular bypass. Anatomy related; large aaa and tortuous iliacs. Cause of vessel perforation is unknown. Other manufacturer¿s wire.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 8cm abdominal aortic aneurysm. Aneurysm and vessel morphology were reported as the proximal neck diameter was 31mm and 32mm in diameter immediately above the aneurysm. The aortic neck length was 4.0cm. The patient had an extremely large aneurysm, both aaa and common iliacs, 8cm and 5 cm respectively. It was reported that during the index procedure the patient had an extremely tortuous external iliac. Correspondingly, the gate was unable to be wired from the ipsi side, so up and over snare procedure was attempted. This was equally difficult, exacerbated by the fact that the largest snare they had was a 25 mm. During this long and arduous process, the right common iliac was perforated and blood pressure drop and blood loss occurred. The wire was the potential cause for the perforation of the common iliac. The physician inflated a reliant on the left side where the 3616166 was deployed. Subsequently the physician decided to convert to an aui, which was done using a 36x36x49. This was placed 10-15 mm below the bifurcated graft. A 16x10x156 was used to land in the external iliac on this side, as the left iliac was aneurysmal and the hypo was occluded. This was all ballooned with a reliant and no leak was detected on completion of angio. No clinical sequelae were reported and the patient is doing fine. A review of several returned still angio images confirmed a tortuous iliac artery. Final angio post-aui conversion confirmed no endoleak or any stent graft issues.